Event description:
The covidien mini step ports that we are using on laparoscopic cases has a piece of the inner cannula that is breaking off when instruments are being removed from the port. The risk of having a retain foreign body is very high and could cause a safety event for the patient. Manufacturer response for laparoscope, general plastic surgery, mini step (per site reporter). Waiting for their response.